Manufacturer narrative:
Medwatch number: mw5068434. Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. It was noted that the reported event date was after the product "use by"/"use before" date. The fast-cath instructions for use (IFU) recommends the user advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.

Event description:
It was reported that when the 14f fast-cath hemostasis introducer sheath was inserted, the valve appeared to have failed and the patient began to hemorrhage. The patient was hospitalized. The reporter of this medwatch elected to not release the hospital name and reporter name for this event to the device manufacturer. Therefore, it was not possible to reach out for additional information on this event. No additional information was provided.